Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer suspended her insulin pump while her blood glucose was at 70 mg/dl and the paramedics were called. After the paramedics reportedly revived the customer and treated her, customer's blood glucose was at 250 mg/dl. Customer experienced discrepant readings between her sensor and blood glucose measurements. On the evening of the incident, the customer's sensor gave a reading of 279 mg/dl and threshold suspend was set at 60 mg/dl. At the time of this report, customer's latest blood glucose was 279 mg/dl, while her sensor read 59 mg/dl. The erroneous low readings caused her insulin pump to threshold suspend. Customer stated she received a calibration error from the sensor. Calibration and insertion techniques were discussed and it was found the sensor was bent. Nothing further reported.